Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic and upon interrogation, it was noted that the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead was dislodged. It was decided that there would be no intervention at this time. The device was reprogrammed.